Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high shock impedance measurements. Technical services (ts) were consulted and troubleshooting options were recommended. The patient was presented to the clinic, and an x-ray was performed. It was noted more adipose in the recent image, supporting the shock impedance difference. It was determined that the changes in the impedances were note related to a coil calcification or connection issue, rather than a patient physiology-related factor. Currently, this s-ICD system remains in service and no adverse patient effects were reported. Additional information received indicates that this s-ICD exhibited a battery depletion message and there was suspected to exhibit premature battery depletion. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Technical services (ts) recommended device replacement because of this anomaly. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced, while the electrode remains in service. No additional adverse patient effects were reported. Additional information received indicates that a defibrillation threshold (dft) test was performed with the new device and it was noted that the commanded shock was successfully delivered for this new s-ICD and the post-shock impedance measurements decreased a little bit. Currently this product remains in service and no additional adverse patient effects were reported.